Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the extravascular (ev) lead varying r-waves were observed and the noise was present, this was noted to be cyclical in nature. Valsalva maneuvers were performed with no change. The the lead impedance values went out of range. On fluoroscopy, air was seen towards the distal end of the lead. The procedure was completed. The next day upon interrogation no more air was observed and impedance values came down and no more noise was present. The lead remains in use. No patient complications have been reported as a result of this event.